Manufacturer narrative:
Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, a moderate stiffness of the driveline was observed between the driveline exit site and the modular cable connector. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The report of stiffening along the pump cable could not be confirmed; furthermore, a specific cause for this change in the flexibility of the cable could not conclusively be determined through this evaluation. A submitted photo revealed the pump cable holding slight bends between the exit site and the inline connector. No cuts, tears, or other damage to the outer jacket were visible. The patient remains ongoing on lvad support and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.